Event description:
It was reported that, during tka surgery, while hammering the pins with an lgn ap fem cutting blk sz 4, it was noticed that the block was broken into two pieces. No pieces fell inside the patient. The procedure was completed without delay using an s+n backup device. The patient was not harmed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation but the pictures were reviewed, and the fracture of the device was confirmed. The clinical/medical investigation concluded that, based on the information provided, the lgn ap fem cutting blk sz 4, broken into two pieces. However, it was reported no pieces fell inside of the patient. A single undated, unlabeled photo of the device was provided, that supports the complaint. According to the report, the surgeon was able to complete the procedure without a delay by using a s&n backup device. Since there was no alleged harm to this patient, no further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could be corroborated since it wasn't used in the procedure because it was damaged. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.